Event description:
The customer reported that system failed to boot up properly. No report of pt injury.

Manufacturer narrative:
The customer canceled service call. The customer states they will open a new case if problem should reoccur.